Event description:
Boston scientific received information that the health care professional (hcp) was asking about the remaining longevity of pacemaker as the longevity calculation was different from last year to recent outcome. Boston scientific technical services (ts) suggested a save to disk and memory dump. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.